Manufacturer narrative:
A review of the logfile for the date of treatment showed no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2019-90192.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with corneal abrasion post photo refractive keratectomy (prk). The patient notes discomfort in the right eye. Topical steroid drop dosage was increased. Upon follow up, the doctor is not certain if the abrasion is due to the laser. The doctor noted that with prk patient's post-operatively this time of year, a corneal abrasion/recurrent corneal erosion can occur secondary to dry conditions. The corneal epithelium becomes stuck to the patient's eyelid when sleeping and when the patient wakes up in the morning their eyelid tear a piece of the corneal epithelium off resulting in an abrasion.